Event description:
(B)(4). Initial and add'l info received from a nurse who is also the consumer on 6/11/09 and 6/12/09: a currently (B)(6) female was treated with poly-l-lactic acid (sculptra) (lot # and exp date not provided) injections on an unspecified date almost 1 year ago (2008) for cosmetic purposes. Since these injections the consumer developed lumps and bags under both her eyes. She stated the lumps under her right eye were worse than the ones under her left eye. The consumer had been getting triamcinolone (kenalog) injections for the last 8 months to treat these lumps. She stated there was some improvement; however, the lumps had not fully gone away and they still looked bad. The consumer stated she thinks when she got these injections they weren't given deep enough. She mentioned she was treated with poly-l-lactic acid injections a year before these injections and had no problems with them and that they were successful. The consumer stated she does not have loose skin to tighten. At the time of the report the consumer continues to be treated with triamcinolone injections. Medical history listed as fat removed from under lower lid years ago. Concomitant medications were not provided. No further relevant info reported.

Manufacturer narrative:
Add'l info for sculptra (lot # and exp date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.